Event description:
It was reported that pump displayed malfunction alarm code 9, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted customer with resetting pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.